Manufacturer narrative:
A ge oec service rep investigated the issue and reseated the pcbs on the single board computer. The gpos and rtos pcbs were also replaced with the backplane software and calibration files were reloaded. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had intermittent no boot malfunctions.